Manufacturer narrative:
(B)(4).

Event description:
The ra lead attached to this pacemaker had high impedances and no capture at max outputs. When the pocket was opened it was found that the ra lead had come out of the device header. Once the ra lead was put back in the header, all values were normal. This device and the lead remain actively implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.